Event description:
It was reported that during the preparation for photoselective vaporization of the prostate procedure, the physician found that the fiber would not fire. The procedure was canceled and there were no patient complications. This event is being reported for aborted/canceled procedure with a patient under sedation / or sedation is unknown.